Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue occurred on feb 7, 2023, during preparation for an unknown procedure. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor blacked out and does not display occurred due to failure of the printed-circuit board. The cause of the faulty qb board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the high-definition lcd monitor blacked out and had no display. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, visual inspection found no abnormality, the reported issue was confirmed during actual machine check, and scratch was noted on the screen. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.